Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Broken welds. Per the technician's evaluation, it is confirmed that there are broken welds on the bed.